Event description:
A subdural drain was placed by the surgeon for the patient's acute and chronic subdural hematoma. The subdural drain was not draining, so a second surgeon, who was taking calls for all neurosurgery cases, attempted to pull the drain. When the drain was pulled, it remained stuck until the end/tip of the catheter dislodged and was left in the cranial cavity. Since the patient's condition warranted a second surgery, the patient was taken back for a second craniotomy, removal of the tip, and replacement of the subdural drain.